Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: it has been found thats 1pc contains a loose particle size 0,5 ¿ 0,6mm inside syringe and 1pc contains foreign object in its tip.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: it has been found that 1pc contains a loose particle size 0,5 ¿ 0,6mm inside syringe and 1pc contains foreign object in its tip.

Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Upon visual evaluation, polypropylene particles in the fluid path of the syringe are observed. A device history review was performed for lot 2301078, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause of foreign matter noticed by customer is the entrance of polypropylene particles inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: (B)(6). H6: investigation summary photos and samples received by our quality team for investigation. Upon visual evaluation, polypropylene particles in the fluid path of the syringe and a white dot on the tip of the syringe are observed. A device history review was performed for lot 2301078, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The white dot may occur during molding process due to air entrance in the mold. Injection machines are periodically subjected to maintenance and cleaning programs. Molding parameters recorded in the device history record have been reviewed, all parameters are found to be within the validated process parameter window per procedure. Possible root cause of foreign matter noticed by customer is the entrance of polypropylene particles inside the syringe. Possible root cause is related with a hit during transport or manufacturing. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: it has been found thats 1pc contains a loose particle size 0,5 ¿ 0,6mm inside syringe and 1pc contains foreign object in its tip.